Event description:
It was reported that the subject device had image disturbance and stripes. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Additional information: b5, e2, e3, g2. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged couple device (r-unit) was broken and therefore stripes in image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer and indicated the following: the issue was found in the beginning of an intestinal resection therapeutic procedure. The procedure was completed using the similar device. Though the patient was under anesthesia and there was minor delay, there were no reports of patient injury or harm.